Event description:
It was reported that during use of the devices for a cardiopulmonary bypass procedure, the display on the occluder model blanks out after being on for 15 mins. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint was confirmed. The field service representative (fsr) swapped out the pc board, display board, and membrane switch. These parts were returned to the manufacturer for further investigation. The three parts were examined and no issue could be found. The complaint could not be duplicated. The root cause is unk. No additional action wil be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.